Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the doctor got access and performed the procedure without any difficulty. After confirming anatomy and arteriotomy site for appropriate angio-seal closure. Physician felt resistance when advancing the sheath/dilator of the angio-seal device over the wire. Physician removed the sheath/dilator of the angio-seal and noticed defect at the tip of the sheath and where the dilator exits. The physician decided to hold manual pressure and the case was completed. The patient was stable, and the procedure was completed. There were no other devices or equipment used with the reported product. Additional information was received on 18apr2022: the second angio-seal device was opened in the same case. When the doctor had difficulty advancing the first device, they decided to open a second device. It was from the same lot number and box and had the same raised edge as the first one. The procedure being performed was a percutaneous coronary intervention (pci) of the left anterior descending artery (lad) using a 6fr procedural sheath. There was no difficulties with arterial access, sheath, guidewire, or catheter insertion; the procedure was smooth. A pre-deployment angiogram was performed. The doctor felt resistance when attempting to insert the angio-seal vip sheath into the arteriotomy site. He removed it over the wire, made another knick in the skin and made a second attempt to insert. This attempt was also unsuccessful. He asked for a second one to be opened. This one had the same raised lip. He abandoned the idea of deploying an angio-seal for this patient. There was no blood loss documented in the operative report. Additional information was received on 21apr2022: when they took the second device out of the package, it had the same raised lip as the initial one.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. H6: investigation findings - 3211 is based upon evaluation of user facility information and the returned sample; 213 is based upon evaluation of the undamaged sections of the returned sample. H6 - conclusion - 4310 is based upon evaluation of user facility information and the returned sample; 67 is based upon evaluation of undamaged sections of the returned sample. One 6f angio-seal vip device was returned for product evaluation. The returned sample consisted of a hemostasis sheath, arteriotomy locator, carrier tube, guidewire, and header bag. The device was visually inspected and found to have been in used condition with visible signs of blood. The locator and hemostasis sheath were returned fully mated. No damage to the device was identified. Functional testing was performed by attempting to insert the device into the vessel model. The device was able to be inserted properly and no issue with device function was identified. Dimensional inspection was performed by measuring the outer diameter of the locator and hemostasis sheath. The locator outer diameter (od) was found to have been 0.091" and the sheath outer diameter (od) was found to have been 0.115". The dimensions were found to have been within the manufacturer's specifications. The complaint was unable to be confirmed. The exact root cause was unable to be determined. The likely cause was determined to have been attempting to insert the device without rotating the assembly. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.